Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as rubbing against the shoulder strap. The patient sought treatment at an emergency room and the patient was recommended to remove the lifevest. Follow up was completed and the patient reported the skin irritation was unchanged.